Manufacturer narrative:
B3: date of event: article publish date used as no event date was provided. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation. This event was reported via a literature article, therefore detailed product information was not provided to bsc. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. This event was reported via a literature article and it is unlikely the device will be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported via literature that transient ischemic attack and atrial fibrillation occurred. From december 2022 to july 2024 a single center study was conducted on a comparative evaluation of two (2) pulse field ablation (pfa) systems for treating atrial fibrillation. Forty (40) patients were enrolled in the study; twenty (20) patients were treated using a non-boston scientific pfa system and 20 patients were treated using a faradrive steerable sheath and farawave catheter. Procedures using the faradrive steerable sheath and farawave catheter were performed under deep sedation using midazolam, fentanyl, and continuous administration of propofol (10 to 25ml per hour) via a syringe pump. Venous access was obtained using the right femoral vein and a faradrive steerable sheath was placed. After transseptal puncture via an unknown transeptal device, heparin was administered to achieve an activated clotting time between 300 and 400 seconds. The farawave catheter was advanced through the faradrive steerable sheath into the left atrium. Eight (8) applications of ablation were delivered to each pulmonary vein using the farawave catheter. Entrance block was confirmed for each pulmonary vein and the procedure concluded. Echocardiography was performed immediately post procedure and repeated after twenty-four (24) hours. Anticoagulation was resumed immediately post procedure. Of the 20 patient treated using the farawave catheter, two (2) experienced post procedural transient ischemic attack which did not require further hospitalization and resolved without sequelae. Five (5) patients experienced recurrence of atrial fibrillation during the first eight (8) weeks post procedure. No further information on the status of the patients is available.